Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, error 226 occurs, no image is displayed. Based on the results of the investigation, a definitive root cause could not be identified. Regarding the events found by olympus, it is likely the following led to the malfunctions: the video cable is broken and therefore error 226 occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blurred image and stripes. The issue occurred during inspection for use. There were no reports of patient involvement.